Manufacturer narrative:
The reported product is not expected to be returned as the customer is unwilling to return the product. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that during insertion of the abbott diabetes care (adc) device, the needle got stuck in the sensor. There was no symptoms reported as the result of the reported issue and customer reported being able to self-treat by removing the needle tip from the insertion site. There was no third-party treatment provided for the reported issue. There was no report of death or permanent impairment associated with this event.